Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 466 mg/dl at the time of incident and current blood glucose level was 184 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual and correction bolus for high blood glucose. Customer did not allege the insulin pump for under delivery. Troubleshooting was performed. The device will not be returned for analysis.